Event description:
It was reported to hp that a pt was put on an external pacemaker and had one or more periods of asystole. The user is not sure if the m2360a alarmed or not. The pt died 24 days later.